Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) device an unspecified step of therapy. The patient line was inadvertently disconnected from the transfer set, resulting in leakage. The alarm then occurred while the hp was disconnected, and the hp did not reconnect. The technical service representative (tsr) advised the hp to continue therapy with manual supplies. The hp indicated, during follow-up, that they were able to continue using the transfer set involved with no issues. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The customer reported a loose connection prior to the system error 2240, which is a known cause of the system error. However, a cause was unable to be determined as to why the loose connection occurred, as the disposable set was not returned to baxter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.